Event description:
Patient reports non-hodgkins lymphoma on her annual questionnaire for the breast implant follow up study. Event not side specific. Several attempts were made to determine the type of lymphoma and any device relatedness by the diagnosing physician, but they were unable to provide any information other than the patient had non-hodgkins lymphoma. This event is reported against the right side. See MFR 2024601-2013-00504 for the left.

Manufacturer narrative:
(B)(4). Device labeling reviewed: there were no reported events of lymphoma/alcl, for patients in the core study, in the labeling for silicone implants.

Manufacturer narrative:
Medwatch sent on 12/03/2013. Review of device labeling: there were no cases reported of raynaud's phenomenon in the allergan core study for silicone implants.

Event description:
Additional information: patient reported raynaud's phenomenon.

Event description:
See MFR report # 2024601-2013-00504 for the left side.